Manufacturer narrative:
Customer reported that the device was beeping, alarming, and had an empty cassette. All labels and seals are intact, device was in good condition. Performed accuracy test. Customer caused the problem. The pump will undergo standard pm.

Event description:
It was reported that the device was beeping, alarming, empty cassette. No patient injury was reported.

Manufacturer narrative:
Other text: customer reported that the device was beeping, alarming, and had an empty cassette. All labels and seals are intact, device was in good condition. Performed accuracy test. Customer caused the problem. The pump will undergo standard pm.

Event description:
It was reported that the device was beeping, alarming, empty cassette. No patient injury was reported.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, over delivery was noticed. It was reported that 230ml was to infuse over 46 hrs with rate set at 5ml/hr. Reported that the pump was hooked up on (B)(6) 2021 at 1320, but completed on (B)(6) 2021, displaying alarm, empty cassette, but should have been emptied on (B)(6) 2021 at 1120. Reported that the pump settings stated that only 118ml infused and the settings at time of pump completion as above. No patient injury reported.

Manufacturer narrative:
Other, other text: customer reported that the device was beeping, alarming, and had an empty cassette. All labels and seals are intact, device was in good condition. Performed accuracy test. Customer caused the problem. The pump will undergo standard pm.

Event description:
It was reported that the device was beeping, alarming, empty cassette. No patient injury was reported.